Manufacturer narrative:
According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to occlusions of devices or native vessels.

Event description:
On (B)(6) 2017, a patient underwent treatment of a left iliac artery aneurysm with gore® excluder® iliac branch endoprostheses. It is not known whether this system of components was used in conjunction with gore® excluder® aaa endoprostheses. When the second internal iliac component was being positioned, it wasn¿t tracking well, so the sheath was pushed up again into the gate. A check for wire wrap was made, and there was none. The internal iliac component was reportedly difficult to advance, and when it was deployed it appeared to be bent and not fully elongated. A third component was advanced deployed and ballooned. The final angiography was satisfactory. On (B)(6) 2017 the left internal iliac was found to be occluded. No treatment was rendered.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the devices verified the lots met all pre-release specifications. Conclusion: a case planning imaging study revealed the distance from the lowest renal artery to the left internal iliac was not of adequate length for treatment, 105mm. The left common iliac treatment length was only 3.8cm (5.5cm is needed), which means the device would have been deployed almost 2cm into the distal aorta creating an acute angle for the sheath and device to travel. The distal landing zone diameter for the internal iliac component was outside of the treatment range, 4.54mm. According to the gore® excluder® iliac branch endoprosthesis instructions for use, (IFU), table 1: iliac branch component sizing guide* the length to the internal iliac gate requirement is 5.5cm. Additionally in table 2: internal iliac component sizing guide* the intended internal iliac vessel diameter mm requirement is 6.5.

Event description:
On (B)(6) 2017, a patient underwent treatment of a left iliac artery aneurysm with gore® excluder® aaa and iliac branch endoprostheses. Three internal iliac components were utilized. When the second internal iliac component was being positioned, it wasn't tracking well. The sheath had backed out, so the sheath was pushed up again into the gate. A check for wire wrap was made, and there was none. This internal iliac component was reportedly difficult to advance, and when it was deployed it appeared to be bent and not fully elongated. This second piece appeared to drag the first piece down out of the gate. This piece was crumpled as well, so the components was dilated, and straightened out with a balloon. A third component was advanced deployed and ballooned. The final angiography was satisfactory. On (B)(6) 2017, the left internal iliac was found to be occluded. No treatment was rendered.